Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - manufacturing plant city, d3 - zip code, d4 - primary UDI number and h4 - device mfg date: corrected. D9: date returned to mfg.: 03-dec-2024. H3 and h6. Codes: updated. Device evaluation: h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. There were no error codes in the event history log. Functional testing was performed. The reported issue was not able to be duplicated. The device tested normally.

Event description:
It was reported that the cassette sensor is defective. This occurred during testing, no patient involvement.

Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.